Event description:
On 2007, the end-user's attorney notified gfhp, via us mail, and reported that during usage, the right from wheel separated from the leg. The attorney alleges that the end-user flipped over and struck her head. The end-user was taken to the local emergency room and admitted for observation. The attorney also alleges that a physical therapist, who was assigned to help and end-user, also flipped over on the replacement rollator, due to a front wheel separating from the leg. The second incident could not be corroborated.